Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("prolonged menses") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 12239857-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, nausea, vomiting, hot flashes, menometrorrhagia, vaginal pain and vaginal bleeding. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ mild to lower abdominal pain"), anxiety ("anxious"), depression ("depressed"), alopecia ("hair comes out every day in the shower"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation on (B)(6) 2006 and total hysterectomy and right-sided salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain and abdominal pain was resolving, the menorrhagia, genital haemorrhage, anxiety, depression, alopecia, vaginal haemorrhage, fatigue and weight increased outcome was unknown and the dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2003: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: hair comes out every day in the shower quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("prolonged menses") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), anxiety ("anxious"), depression ("depressed") and alopecia ("hair comes out every day in the shower"). The patient was treated with surgery (total hysterectomy and right-sided salpingo-oophorectomy and ablation on (B)(6) 2006. Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, abdominal pain lower, anxiety, depression and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results: following the requisite time period after implantation of essure patient had a hsg test. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: hair comes out every day in the shower. Most recent follow-up information incorporated above includes: on 16-nov-2017: new event added from social media (hair comes out every day in the shower). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("prolonged menses") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy and right-sided salpingo-oophorectomy ) and surgery (ablation on (B)(6) 2006 ). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, abdominal pain lower, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results: following the requisite time period after implantation of essure patient had a hsg test. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.